Manufacturer narrative:
The calibration recovery was acceptable. The last calibration was performed on (B)(6)-2020. The qc recovery was acceptable. A performance issue related to a reagent was not indicated. The alarm trace from the day of the event contains an abnormal probe sucking error, indicating possible poor sample quality. The field service engineer replaced various parts and performed adjustments and cleanings. The service actions resolved the issue

Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter received questionable sodium results for 5 patient samples on a cobas 6000 c (501) module. Patient 1: the initial result was 152 mmol/l and the repeated result was 145 mmol/l. Patient 2: the initial result was 151 mmol/l and the repeated result was 144 mmol/l. Patient 3: the initial result was 153 mmol/l and the repeated result was 144 mmol/l. Patient 4: the initial result was 155 mmol/l and the repeated result was 148 mmol/l. Patient 5: the initial result was 147 mmol/l and the repeated result was 141 mmol/l. The electrode lot number was requested but not provided. All of the repeated results were performed on a cobas 8000 module. It is unknown which result was believed to be correct, and it is unknown if the results were reported outside of the laboratory.